Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The imaging system was tested and no issues were found. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during testing the images from the imaging system were very grainy. The site completed rad/gain calibrations, but the issue did not go away. There was no patient present when this issue was observed.